Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported, the system powered off and failed to reboot. No report of pt injury.